Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation and the patient experienced hypotension and bleeding that required blood transfusion. It was reported that they were advancing the farawave¿ pfa catheter back into the body when the anesthesiologist stated the patient blood pressure has dropped (50/40). The procedure was stopped. The patient's hemoglobin was checked, and it also dropped (3-4 points). Xray and contrast were used to locate the bleed, they were unsuccessful and the patient was taken to a CT scan (computed tomography). The medical intervention was administering blood; however, it was unknown if any medications were given. The patient last known status was stable and intubated. Earlier in the case, they were uncertain and worried that there may have been a perforation when they had trouble advancing the octaray¿ catheter. It kept getting stuck, so it was removed. They then attempted to advance the wire and they experienced difficulty. The sheath was replaced and they were able to advance the wire. The physician was unsure on the cause of the event. He thought it may have occurred early in the case when he was having difficulty advancing the octaray¿ and changed over to a wire to advance up to the heart. The patient¿s blood pressure was dropping earlier in the case as well; however, it was not low enough for concern. The doctor first mentioned checking the blood pressure earlier in the case when advancing the octaray. The faradrive sheath was used and they did not think anything was wrong with the sheath.